Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient's blood glucose levels reached 320 mg/dl while wearing the pod between 4 and 24 hours. The pod was leaking from the infusion site (abdomen). The patient then saw that the pink slide never moved forward. As treatment for hyperglycemia, a new pod was applied and a bolus was given.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. No issues were seen with the device or the data from the device. The needle mechanism was reset, the ratchet gear manually advanced, and the device successfully deployed. Data downloaded from the device indicates it ran for 808 pulses, administered multiple boluses, and maintained the basal program. No evidence suggests that the device did not deploy, the customer also noted the condition of the soft cannula in the report. The fluid path was inspected and no signs of leakage were observed. The cannula was clamped and ratchet gear spun, no leakage was observed. No other damages or defects were observed that could contribute to the reported event.